Event description:
A baxter service technician reported finding a colleague infusion pump which contained a malfunction of defective keypad channel c (stop key). This event occurred during product evaluation. No additional information was available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.